Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the trigger of the device was sticking. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/ misuse/ abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the compact air drive device would only run in reverse. It was noted that the reverse trigger was blocked, and the attachment was stuck in the tool coupling handpiece. It was further determined that the device failed pretest for check the attachment coupling, and general condition. It was noted in the service order that the drill did not rotate to the left, but continues to the right. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.